Manufacturer narrative:
Results: the penumbra smart coil (smart coil)introducer sheath was re-loaded backwards on the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil windings and was knotted. Conclusions: evaluation of the returned devices revealed the embolization coil had offset coil windings. This type of damage typically occurs if the introducer sheath is not properly seated in the hub of the microcatheter while the smart coil is advanced. If the introducer sheath is not properly seated in the microcatheter hub, the smart coil may take shape inside the hub and subsequently become damaged or knotted. The offset coil windings likely contributed to the resistance experienced when advancing the smart coil during the procedure. Further evaluation revealed the introducer sheath was re-loaded backwards onto the pusher assembly. If the introducer sheath is improperly re-loaded onto the pusher assembly, it will likely cause resistance when attempting to advance the smart coil. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using the same microcatheter and a new smart coil. There was no report of an adverse effect to the patient.